Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that during a device check at the start of this year, the estimated battery life of the pacemaker was at 2.5 years. The device had automatic capture (ac) on. Six months later, upon re-evaluation of the remaining battery life, the pacemaker was already at end of life (eol). The field representative and the health care professional (hcp) who performed the device check did not see any retries prior to the elective replacement indicator (eri) declaration, and was wondering why the battery of the device had depleted rapidly. Boston scientific technical services (ts) advised to have the device explanted as soon as possible. The pacemaker was explanted and a new pacemaker was implanted as a replacement. No additional adverse patient effects were reported.